Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose levels. The customer's husband called the paramedics as a result of her low blood glucose level of 46 mg/dl. The customer was taken to the emergency room on 12/03/2016. The customer did not know who she was or where she was. The customer was given 6 units of insulin. The customer was wearing the insulin pump at the time of hospitalization. The customer declined troubleshooting. The device was not returned.